Event description:
New information received notes during routine follow-up, in-range low pacing lead impedance was observed.

Event description:
It was reported that noise was observed on the ventricular channel after hv therapy was delivered. After speaking with the patient, questions were brought up about his activities and type of work. The physician elected to leave the lead implanted and monitor the patient. Impedance, capture, and sensing were within normal range. Although there was a beat of t-wave oversensing during rv pacing, the noise could not be reproduced in the clinic.

Manufacturer narrative:
Na